Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 64.0 cm. Visual and x-ray inspections found the helix was extended, bent and clogged with blood, consistent with procedural damage. There were no anomalies found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room with chest discomfort and difficulty breathing. An x-ray was performed which revealed a possible cardiac perforation from the right ventricular lead. The lead was explanted and replaced, and the patient was in stable condition.